Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting without user intervention. The issue was reportedly not resolved by changing the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings:a review of the black box indicated multiple unexplained reboots occurred on 09/22/2015. The returned battery cap contacts were within required specifications. There was no damage found to the battery cap or battery compartment and there was no moisture found in the battery compartment. The battery cap was able to secure properly to the pump and maintained electrical connection. The battery cap was unscrewed a half turn with no power issues occurring. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was faded and discolored.